Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 10/09/2023. It was reported that follow up contact with the patient was made on 10/09/2023. The patient reported that they were still admitted to the hospital on the morning of (B)(6) 2023 and were getting ready to be discharged in the afternoon on (B)(6) 2023. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 10/08/2023, the patient experienced thirst and sourness in the mouth, and the patient wife could see he was not feeling well. The patient took a fingerstick and the cgm was reading 17.6 mmol/l and the blood glucose reading was 23.1 mmol/l. An ambulance was called, and the patient was brought to the hospital. At the hospital the patient was treated with intravenous insulin. At the time of the report, which was the day after the patient went to the hospital, the patient was still admitted into the hospital but stated that he had recovered and was not having any symptoms anymore. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.